Event description:
A surgeon reported that a multifocal intraocular lens (iol) was exchanged for a toric model lens of similar power. Additional information was received from the technician, who reported the patient had cylinder refraction after the multifocal lens was implanted. The technician did not know whether the iol contributed to the event. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).